Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving a cadd pump was reported in which over delivery was suspected. The patient stated the pump ran slower than programmed. Based on calculations, more volume remained than expected at disconnection. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D4 - primary UDI number was updated. H4 - device MFR date was updated. D7a - single use device was updated. The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.